Event description:
It has been reported that the bd vacutainer® sodium fluoride potassium oxalate blood collection tube has been found underfilling. No patient impact was reported. The following has been provided by the initial reporter: customer reports that their tubes are drawing 3 ml instead of 4, and are inquiring if this is normal since they just started using these tubes

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and 10 retention tubes by functional testing. No issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the bd vacutainer® sodium fluoride potassium oxalate blood collection tube has been found underfilling. No patient impact was reported. The following has been provided by the initial reporter: customer reports that their tubes are drawing 3 ml instead of 4, and are inquiring if this is normal since they just started using these tubes.